Event description:
It was reported that during the surgical procedure, the customer experienced a non-recoverable #23 system error code which could not be overridden. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #23 experienced by the customer was a hardware communication fault associated with a setup joint pca or setup joint cable harness inside of the patient side manipulator. The system was repaired by replacing the affected setup joint pca and setup joint cable harness. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of september 13, 2007, there have been no reported recurrences of the issue at this hospital.